Event description:
A portion of the gidewire's outer coating was sheared off during use. Reportedly, the outer coating was sheared off a second guidewire during the same procedure and neither piece detached inside the pt. The procedure was completed successfully with a third guidewire. The pt's condition was listed as "fine." Add'l event specific info was not avail.